Event description:
It was reported that the bipolar lead impedance was greater than 9999 ohms and that the unipolar lead impedance was 310 ohms. The pacing thresholds and sensing were okay unipolar so the physician decided to reprogram the device to unipolar and keep the lead in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.